Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead recorded a high, out-of-range (oor) shock lead impedance. Shock impedance data shows measurements have been within acceptable parameters. Additional information indicates that no changes were needed and that all is fine with the system. No adverse patient effects were reported. The system remains in service.

Event description:
Additional information was received that high out of range shock impedance measurements greater than 125 ohms continue to be observed in rv to ra and ra to can programmed configurations, however, measurements were noted to be 71 ohms in triad and 69-81 ohms in rv to can. Boston scientific technical services (ts) discussed programming options. The programmed configuration was reprogrammed and monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.